Event description:
It was reported to philips that the device had an analytic heart rate problem. There was no patient involvement.

Manufacturer narrative:
Initially, the device was believed to be malfunctioning due to a heart rate problem in the analytics. However, upon investigation, it was determined that the device was functioning properly, and the issue was instead caused by the customer's improper operation of the device. The customer was subsequently educated on how to properly use the device to prevent any future heart rate problems in the analytics. The investigation concludes that no further action is required at this time.